Manufacturer narrative:
(B)(4). Additional information received: the surgeon states it was a very difficult case and that he was not sure if it was the staplers fault. They did not keep either of the staplers for analysis. He said that he used a blue reload and ¿felt¿ that it didn¿t fire ¿smoothly¿. He inspected the staple line and wasn¿t happy with how it looked. He didn¿t comment on malformed staples. He fired another blue reload over the previous firing. The patient was kept in the hospital and had a bile leak at day 2 and was then submitted to the ICU. The patient is doing okay.

Manufacturer narrative:
(B)(4). Information asked for but unknown or not provided during initial contact. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis. Additional information requested and is unavailable: how was the leak addressed? Was the patient readmitted? Was a 2nd procedure performed? Were any issues with staple formation noted during initial procedure? Was the leak proximal or distal on staple line? Was the staple line complete? How was the duct divided? How was the artery addressed? Was a device with no knife used? Was a cholangiogram done on patient? Does the surgeon routinely use this device on difficult cholecystectomy procedures? If so, what is the surgeon¿s rationale? Will the device be returned for analysis?

Event description:
It was reported that during a difficult cholecystectomy procedure, the device was used to fire across the cystic duct, with a vascular reload. On the 1st firing the device locked up part way through the cutting process. A second firing was done to complete. After firing there was leakage of bile. The patient went to the ICU and was readmitted. No further information is known at this time. The surgeon indicated that difficult gall bladder procedures have a higher risk of leakage, however, wanted to do due diligence in reporting and reviewing.